Manufacturer narrative:
A medtronic representative clarified that they never used the instruments as they were way off. We did some testing and believe it was possibly a user issue. Although we could not reproduce the re-verification issue we were able to reproduce the error in accuracy. The most likely cause was that the wrong tip was chosen by the user.

Manufacturer narrative:
Patient identifier, age and weight were not made available from the site. On 03/14/2016 a medtronic representative, following-up at the site, confirmed that the cylinder was selected instead of the cad model of the vertex select instruments. Cylinder shows the length of the navlock instrumentation which is shorter than the vertex select instrumentation. On 3/22/2016 software investigation completed. Findings confirmed that the cylinder was selected instead of the cad model of the vertex select instruments. Software is functioning as designed. Use error. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine c2-c5 cervical fusion procedure, the surgeon alleged an inaccuracy when using the navlock with the vertex instruments. The instruments were verified prior to the start of the procedure using the percutaneous pin frame and the grey navlock with the vertex 2.4 drill bit, the purple navlock with the vertex driver, and the orange navlock with the 3.5mm tap. The site registered the patient using computed tomography (CT) pointmerge and the open spine clamp on c2 and received a registration error of 1.8. The surgeon proceeded to navigate and noted that the navlock instruments were inaccurate in the superior direction and they could barely see anatomy. The medtronic representative was unsure if the wrong tip was selected at this point. The site then went back to verify instruments, removed the toolcards, and re-added them. After this they were unable re-verify the navlock instruments and the surgeon opted to discontinue troubleshooting. The surgeon continued the procedure, using the ball tip probe for screw placement on c2; the surgeon only wanted to use navigation for that level and completed the procedure. Delay in therapy was less than one hour. There was no impact on patient outcome.